Event description:
It was reported that during preparation of the 2.75x38 xience alpine stent delivery system (sds), the physician felt resistance during attempted removal of the protective sheath and after a little force was applied the stent dislodged from the sds and was removed together with the protective sheath. The sds was flushed per instructions for use (IFU) and the device was prepped prior to removing the protective sheath/stylet. There was no manipulation/handling of the stent implant at any point. A xience sierra was used to complete the procedure. There was no device use or patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported the xience alpine stent delivery system (sds) was prepped prior to sheath removal. It should be noted that the xience alpine everolimus eluting coronary stent system instruction for use lists packaging removal steps for sheath removal (step 9.3.1.2) prior to delivery system preparation (step 9.3.3). In this case, it is unknown if the instruction for use (IFU) deviation related to stent preparation prior to sheath removal contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the sheath. The reported stent dislodgement appears to be related to operational context of the procedure as it is likely handling during the difficult removal of the sheath caused the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.